Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned diagnostic procedure the other manufacture¿s wire prolapsed during advancement. During maneuvering of the manufacture's catheter the wire became entangled. Wire became jackknifed at the catheter exit port. Wire and catheter were removed together. There is no patient injury. The returned device was visually and microscopically inspected. The guide wire was stuck into the manufacture¿s catheter device. Distal shaft was bunched up. The micro cables were exposed at the rx bond. There was a tear at the guide wire exit port. The catheter shaft has kinks. No material was missing. The probable cause of the failure is damage in use as evidenced by the kinks observed during the investigation. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the cause of the kink or the tear at the exit port occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the manufacture¿s returned device had rough edges. There is a potential for harm if the malfunction were to recur.